Manufacturer narrative:
Device labeling: "anaplastic large cell lymphoma. "Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant "alcl has been reported globally in patients with an implant history that includes allergan's and other manufacturers "breast implants " you should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl".

Event description:
Physician reported right side device removal with replacement and a diagnosis of anaplastic large cell lymphoma (alcl). As pathological markers have not been provided, this case will be captured as lymphoma until confirmation has been received.

Manufacturer narrative:
(B)(4) provided updated and corrected information. Device labeling: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy."

Event description:
Additional information received reveals patient experienced "volume increase at right side" approximately eight years after implantation. Subsequent MRI showed a "periprosthetic seroma on right side." The subsequent fine-needle aspiration cytology "shows inflammation and the patient is treated with anti-inflammatory and antibiotics. The patient again experienced "right breast volume increase" approximately three months prior to device removal. A "total capsulectomy" was performed with explant, and alcl was diagnosed against the capsule pathological analysis. Pathological markers still not provided.